Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) experiencing issues with the pump no longer working. Surgical intervention was performed, and a fluid leak was identified. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.